Event description:
It was reported that this implantable cardioverter defibrillator (ICD) that was part of lead deterioration issue which needed an immediate replacement with unknown reason. As of this time, this ICD remains in service. No adverse patient effects were reported.